Event description:
A customer reported experiencing cgm error 42 multiple times, but did not reset the pump for this error recently. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and informed the customer that they would receive a replacement with updated software. The customer was instructed on how to handle the pump return and acknowledged that they would utilize their current pump until the new one arrived. Training for the updated software would be available through the customer's tandem source account.